Event description:
It was reported that the patient¿s stimulation felt ¿wrong.¿ it was stated that starting the day prior to this report, the patient¿s stimulation in the morning did not supply only a buzzing/tingling feeling, but also a ¿weird tapping¿ feeling. It was noted that the feeling would often go ¿up into the back and stomach¿ and would always cover the patient¿s left leg. It was further noted that the patient had ¿rsv¿ in her left foot (this was assumed to be rsd (reflex sympathetic dystrophy), since rsv is a respiratory virus). It was stated that the last time the patient charged her implantable neurostimulator (ins) was four to five days ago, but her ins was said to still have half of its charge capacity. Additional information received reported that the patient had received assistance from her healthcare provider or manufacturer representative and her concerns were resolved. It was noted that the patient did not have any concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).